Manufacturer narrative:
The pad device was installed on (B)(6) 2013 and operated performed to spec alongside random manual power ups until (B)(6) 2013. During initial testing of the returned device, the device passed a self-test and was manually powered up. However, the device had a flashing green status led and was beeping. This confirms the reported fault. The device was disassembled for investigation and it revealed a failure of the red status led. This would result in the absence of the device status led which results in leakage current to beeper bp1. The device membrane was replaced after which it performed to spec. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator is flashing green but the device is beeping.